Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The testing performed showed the device met with functional specifications. The device met with delivery specifications. The reported issue was not confirmed.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (-6.7%). No patient was involved in this event. No adverse effects were reported.